Manufacturer narrative:
The local area sales representative was contacted and was unable to provide any further information. Should additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
Four months later, we received additional information confirming this patient's cardiac resynchronization therapy defibrillator (crt-d) system remains in service and was not explanted. The report that the system was explanted was referring to the patient's previous system that was removed seven months ago. There are no product performance allegations against the current implanted system.

Event description:
Boston scientific received information that this system was removed due to an unspecified reason.